Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after dissection, they had difficulty inserting the hemopro tool into the tool port, but they got it in using some force. They then attempted to insert the scope into the cannula and could not get it in. After multiple attempts, they opened a new kit and the procedure was completed with no issues. Procedure delay was just the amount of time to open a new kit. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on either the harvesting device or the cannula. Both devices were observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no visual or physical difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "fitting problem-tool" and "fitting problem-scope" were not confirmed. The lot # 3000307303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.